Event description:
It was reported that bd maxzero pressure rated extension set was broke the following information was received by the initial reporter with the following: it was reported that the extension set had a broken luer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.